Event description:
It was reported that during a laparoscopic gastric bypass procedure, the trocar was leaking pneumo from the housing. A new one was used to complete the procedure. There was no pt impact. The trocar was discarded.

Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for eval.